Event description:
I used byte teeth straighteners & was supposed to wear 1- 24 of them. Got to 15 and was told to go back to 7 & they would send 16-24 once approved. They still wouldn't approve past 15. On (B)(6) 2024, my jaw cracked and popped. Went to chiropractor and then ended up in emergency room due to passing out in driveway from not being able to eat. Now I have ear pain and drainage, jaw pain and my teeth to not sit properly which effects eating. They wanted me to keep wearing them. Now I have received an email telling me to visit a dentist because they are stopping their products. In pain, teeth aren't straight and had medical bills, now I paid for 24 and they only made and sent 15 bytes. Now I have to pay for dentist but I need them to fix this issue.